Event description:
The event was confirmed; there was a kink in the graft cover. The root cause of the event could not be conclusively determined during analysis; however, was likely due to the severely tortuous anatomy.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft implantation within a surgical graft and use of a device for treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic pseudo-aneurysm and potential contained rupture associated with a previous open repair. The access vessels were tight and calcified. The neck above the surgical graft was 25-29 mm in diameter and 10 mm in length. It was reported that there was difficulty advancing the endurant aui delivery system the first time. Prior to insertion, dilation and pta balloons (6fr and 8fr) were used to dilate the external and right common iliac artery. Another manufacturer¿s 16fr sheath was used to dilate the vessel multiple times, and then the device was able to be inserted with slight force near the bifurcation. The device was deployed without issues; however, the physicians could not advance the device upon trying to recapture the tapered tip. Moderate force was used to try to push the device up; however, the device would not advance. Upon multiple tries to advance the device it was noticed that there was a kink in the delivery system distally near the arteriotomy. Bail out techniques were used to try to advance the device, but were not successful. The physician decided to pull the device down; however, the tapered tip sleeve caught on a supra renal stent which caused the stent to get pulled down slightly. The tapered tip sleeve was able to be released from the supra renal struts and the device was recaptured and removed. Upon removal it was noted that the graft cover had accordion, which may have prevented movement of the delivery system proximally. The stent graft was ballooned and seal was achieved; there was no endoleak present. Another manufacturer¿s endo staples were used, which were planned prior to stent graft implantation. No clinical sequelae were reported and the patient is fine. Based on the physicians comment, the right and calcified access vessels were the main cause of the event; the vessels may not have been ballooned/dilated enough before device advancement. Review of returned pre-implant images revealed that the proximal neck was approximately 25mm at the renal arteries and 1cm long, and it was extremely calcified. The flow lumen diameter within the tube graft was 19mm. The distal aortic diameter through the right common iliac artery was 11 x14mm and was also extremely calcified. The origin of the right common iliac artery was acutely angulated posteriorly, calcified, and measured 7mm in diameter. The iliac was mildly tortuous down to the external, ranged from 8-15mm in diameter, and was calcified. Several still angio images during implant were returned. One image shows the deployed aui; the spindle was not recaptured and was located just below the apex of the suprarenal stents near the far left side of the aorta. The tip was approximately 1cm above the spindle/stents. No stent graft issues were seen. Another image shows that the delivery system had been removed and one of the suprarenal stents on the left side had been pulled down about 1cm below the other suprarenal stent apices. The proximal graft margin was just below the renal arteries, and the limb had been extended into the right common iliac artery. Another manufacturer¿s screw was seen positioned near the right proximal graft margin. The stent graft was patent and no endoleak or other stent graft issues were observed. The cause of the removal difficulties could not be determined. Additional images during deployment and delivery system removal (during the event) were not available for return.